Event description:
Caller reported that the t:slim x2 pump battery would not charge despite attempts to use different charging cables and wall adapters. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.